Event description:
It was reported that the customer was admitted to the hosp for high blood glucose levels. The customer reported receiving the no deliver alarms during the priming process and did not change the infusion set at that time. Troubleshooting was not performed at the time of the call. The customer stated that she did not believe that it was the pump. Unable to verify why she was hospitalized.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.